Event description:
It was reported that the cartridge o-ring was missing. The customer confirmed the o-ring was not located on the pneumatic tap. There was no reported impact to the customer¿s blood glucose level as the caller declined to provide specific values. Caller successfully loaded a new cartridge and resumed insulin delivery.